Manufacturer narrative:
The complaint of leaks on item kl-va201u3 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history report (DHR) lot# was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint.

Manufacturer narrative:
The device is available for evaluation, however, has not yet been received.

Event description:
The event involved a chemosafelock vial adapter where it was reported leakage. The event occurred after use. There was no reported impact of event on patient. There was no reported impact on medical institution worker. There was unknown patient involvement and unknown patient harm.